Manufacturer narrative:
Zyno medical llc received the administration set evaluation report from the service provider on 03/06/2020. The actual device was tested. Leaking was observed between the tubing and the luer lock on the administration set. The reported issue was confirmed. Possible root cause could be insufficient glue between the tubing and the luer lock.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00001).

Manufacturer narrative:
Zyno medical sent a quality alert to the contract manufacturer on 03/18/2020. The contract manufacturer provided the investigation report on 05/14/2020. Possible root causes can be: 1) poor adhesion between the tubing and the luer lock connector; 2) deformation of luer lock connector. 6 pieces of retained samples from the same lot number were inspected for adhesive bonding and tubing dimension. No issue was identified and the samples meet specifications. Investigation and analysis indicate that the complaint should be an individual case.

Event description:
This is the second follow-up for the initially filed MDR 3006575795-2020-00001.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor stating that "an administration set model bx-70070, lot number 1904010 had a leak." A patient was involved, but there was no harm. The device operator was a registered nurse. The medication being infused was ertapenem. The distributor asked the user facility representative to provide further information on where the leaking came from but the user facility reprensentative could not specify any more information. The contract manufacturer of the affected device is podo xingda (tianjin) medical co., ltd.